Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown. Complaint was reported from (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01236.

Event description:
It was reported that patient underwent revision approximately nineteen years post-implantation due to periprosthetic fracture. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. According to the review; oblique fracture is seen involving the lesser trochanter medially extending to the lateral cortex of the proximal to mid-femoral diaphysis laterally. Extensive heterotopic ossification is seen in between the superolateral acetabulum and the greater trochanter. There is minimal radiolucency along the femoral stem suggesting loosening, likely as a result of the fracture device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.